Manufacturer narrative:
Pump error alarmed during rewind due to moisture damage on the force sensor and motor. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test due to pump error alarm. The pump was monitored with no overheating anomalies note during testing. Device heating up not confirmed. The test battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error alarm was noted. Pump failed the sleep current test and active current test due to moisture damage on the electronic assembly. Pump failed self test due to no vibration caused by moisture damage on the harness assembly vibrator. No hardware low level failure alarms noted during testing and were not found in the formatted history file. Unable to upload to carelink due to moisture damage on the electronic assembly. Insulin pump received with corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was overheating. Customer stated that battery compartment side was overheating. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.